Manufacturer narrative:
Correction: as per follow-up, the iol which caused the issue was sn (B)(4), not sn (B)(4) as previously reported. As the box of sn (B)(4) had been disposed of, the iol was stored in the box of sn (B)(4). Serial (B)(4), catalog#: pcb0000170, expiration date: 11/3/2019, (B)(4). Device manufacture date: 11/3/2016. Device available for evaluation? Yes, returned to manufacturer on 8/8/2017, device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in the original packaging box. The device was observed advanced but not locked as required. Visual inspection at 10x microscope magnification was performed. The lens was observed stuck to the wall of the cartridge with the lead haptic unfolded out of the cartridge tip. There were no viscoelastic residues observed inside the cartridge. The lens delivery was completed and no damages on the lens were observed. Even though, the complaint was confirmed, one probable cause that could cause the condition of the lens observed could be the issue that no viscoelastic was observed inside the cartridge. This may lead to lens stuck and damage to the haptic folding process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
During follow-up, it was confirmed that there was contact with the patient's eye, there was no injury to the patient and there was a delay of about 10 minutes in the procedure as a result of the issue. The serial number was also provided. As a result of the serial number being provided the following fields were updated accordingly: (B)(4), catalog#: pcb0000170, expiration date: 10/7/2019, (B)(4). Device manufacture date: 10/7/2016, (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Phone: (B)(6). Device manufacture date: unknown as product serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was premature ejection of the intraocular lens (iol) on the second click, prior to screwing. Patient involvement was reported. There was a delay in the surgery due to replacements having to be prepared. No additional information was provided to abbott medical optics.